Event description:
The pt experienced intermittent stimulation on the left side. There was no known accident or incident related to the event. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).